Event description:
Part 515-018500 edx amplifier holder & arm - the transducer arm detached from the cart and fell; no patient or user sustained injury.

Manufacturer narrative:
Initial report ref natus complaint#(B)(4). The arm is used with the nicolet edx system (s/n: (B)(6)). Risk review: (B)(4) emg/ iom middleton products risk assessment spreadsheet. Hazard 6.7 - improper attachment or removal of accessories to/ from the cart causing the accessories to fall onto or strike the user or patient. Effect (harm): crushing injury. Residual risk: moderate. The hazards identified have been evaluated and found to be in compliance with a known standard. As noted in qms-000018, hazards that have been evaluated and found to be in compliance with known standards can be presumed to be consistent with an acceptable level of risk, yielding an acceptable risk / benefit to the patient or user. Risk outweighed by benefit of use of device. The customer is requested to return the affected part for evaluation. Awaiting response from the customer.